Manufacturer narrative:
Updated section h6 (component code), h6 (device code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. There are manufacturing controls to avoid potential causes related to the reported malfunction such as visual inspection and sampling inspections. Corrected data: b1, b2, and h1.

Event description:
As reported, when taking an arterial blood gas sample from the left brachial artery with this disposable pressure transducer with vamp system, it was found the snap-tab was missing and it looked like there was air in the arterial line. The patient became very drowsy and pale and felt funny. The left hand also became cold and pale. The arterial line was removed and routine checks and ECG were performed. It was noted that the circulation improved in left arm immediately after arterial line removal and the patient was continued to be closely observed after the incident. As per the customer opinion, cause of incident was not confirmed, it was deemed to either be due to the device or to user error, but neither confirmed. There are no further details than that available. There was no allegation of patient injury. The device was not available for evaluation.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.